Event description:
Technician alleged that the brakes are not holding. No one was hurt or injured.

Manufacturer narrative:
Technician found the brake hardware was worn out due to normal wear and tear. The technician replaced the brake hardware to resolve the issue.